Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between a line of the homechoice cassette and the bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred at the end of peritoneal dialysis therapy. During the troubleshooting, the patient stated that they noticed solution on the lower shelf that held the bags. The patient thought that the bags might not have been connected properly. The renal therapy services agent reviewed proper procedure with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.